Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the refrigerator door had fallen off the machine. The field service engineer (fse) confirmed that the remote manager was damaged beyond repair by the customer and remained disconnected on an unused refrigerator. The customer occasionally opened work orders for it, despite it no longer being in service. The customer had ordered a new remote manager as a replacement. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the fridge door failure. The customer stated that the refrigerator door hinge was fallen off. There were no adverse events or injuries reported based on this event.